Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device will not be returned to zoll medical corporation. A zoll representative contacted the customer and it was determined the user turned the device off and switched from pediatric pads to adult pads and powered back on without waiting two minutes for the x series to fully reset. The device functioned as expected. The complaint is closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.